Event description:
It was reported a patient experienced peritonitis manifested by weakness coincident with automated peritonitis dialysis (apd) dialysis therapy. The cause of peritonitis was unknown. The patient was hospitalized for 18 days for the event and treated with unspecified antifungal medication. Additionally, the patient was given physical and occupational therapy for weakness. On an unreported date, apd therapy was withdrawn. The patient was recovering from the event, but remained weak. No additional information is available. This is report 3 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894881, gd895052 and gd894865 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted. Same patient as (B)(4).